Manufacturer narrative:
Final analysis found loss of output and telemetry due to battery depletion. The pulse generator was found to be in back-up mode; the product code was corrupted. After replacing the battery, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient was presyncopal with fatigue when presenting to the emergency room. The patient was in rv pacing at 30 beats per minute. The pulse generator could not be interrogated. The device was explanted and replaced.